Manufacturer narrative:
The customer returned 4 empty vials of the reported lot. Because the vials were empty, no strip testing was possible. As indicated in the initial report, retention testing has been completed for this lot and the retention results are acceptable.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 319 mg/dl (system 1) and 98 mg/dl (system 2). Readings occurred with the same vial of test strips. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.